Event description:
Attorney reported: in 2005--the pt underwent a bilateral inguinal hernia repair procedure with implant of two kugel patches. In 2008--the pt underwent an abdominal surgery for repair of a bilateral inguinal hernia with explant of the kugel patch and placement of ethicon prolene mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a f/u report when/if prod is retuned for eval or add'l info becomes available.